Event description:
The hospital biomedical engineer reported the exhalation motor controller board will be replaced by the 3rd party service group to address the reported problem.

Event description:
The customer reported the ventilator was vent inop with alarm due to an exhalation motor error. The customer reported the device was in use on a patient and there was no patient harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The hospital biomedical engineer reported the ventilator had a blank display. As the device is out of warranty the hospital has service contracted with a 3rd party service group to repair the device.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Service being performed by 3rd party service group.